Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. D6a: estimated date.

Event description:
According to the available information, the device was explanted due to a tubing rupture [fracture].

Manufacturer narrative:
Titan otr pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A failure of the pump fill, back pressure, inlet valve, leak pressure and deflate valve was noted with the pump as the balls in the pump failed to seat properly. It was determined that foreign material was noted in the spring/ball and seat component of the pump. Abrasion was noted on the exhaust tube of cylinder 2. A separation, surrounded by abrasion, was noted on the exhaust tube of cylinder 2. This is a site of leakage. No functional abnormalities were noted with cylinder 1. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tubing of cylinder 2. A separation of this type could then allow the loss of fluid, making the device inoperable. Review of the returned pump was conducted. During this review, it was concluded that the foreign material noted in the spring/ball and seat component of the pump resulted in the failure of the pump fill, back pressure, inlet valve, leak pressure and deflate valve tests. Because these components were released according to manufacturing and quality control procedures, it was concluded that the foreign material observed most likely entered the system after the device packaging was opened. Failure of these tests were not associated with the cause of the reported device malfunction. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Event description:
According to the available information, the device was explanted due to a tubing rupture [fracture].